Event description:
Blood leakage was noted at the connection of the safeset port to the tubing. "After 20 days of indwelling the device, the leakage of blood and IV fluid was observed. The amount of the blood loss was unspecified, but it was small. There was no reported adverse pt effect and no medical interventions were required." The report also indicated that the device was disconnected/removed. Add'l info has been requested. No add'l info has yet been provided.